Event description:
It was reported that during an implant attempt the right ventricular (rv) lead could not record adequate signals or obtain acceptable sensing, injury pattern or pacing threshold values. It was also noted that the lead performance was questioned. The rv lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was blood in/on the helix/lobe mechanism. It was noted that there was tissue on the helix.